Event description:
It was reported (B)(4) that the patient was receiving inaccurate sensor readings consistent with dampened waveform. Reportedly, the device appeared to have migrated into a small distal branch and there was minimal flow distal to the sensor. As a result, the patient underwent right heart catheterization on (B)(6) 2019 where the sensor was recalibrated and the mean was increased by 15.1 mmhg. Accurate readings were observed under the manufacturer's patient care network database.